Event description:
This is the same event and the same patient reported under MDR ID # 2939859-2003-00151 (inamed complaint #2045318). This is the first MDR submitted for the first suspect product. Within two days of treatment with human collagen, the patient experienced redness, itching and the development of papules at treatment areas. The physician treated with oral steroids (predinsone) plus topical steroid and anti-inflammatory creams.